Event description:
Physician initially reported deployment difficulties for a procedure performed on (B) (6) 2008. Following the procedure, pt complained of discomfort and pain. Hysterectomy was performed, and 4 micro-inserts were found in one tube. All micro-inserts were removed (including the single micro-insert placement on the other side). The physician's instructions for use states: do not place more than one essure micro-insert in a single fallopian tube.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).